Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 was verified. The reported occlusion was not investigation as the customer was using a contraindicated insulin type.

Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. While changing the cartridge multiple alarm 19s were received. Blood glucose (bg) level was 544 mg/dl. Insulin injections were administered to address the bg and were to be used for insulin therapy. Reportedly, the customer was using apidra insulin in the cartridge.